Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turned off after swimming class. Customer stated that the insulin pump was exposed to moisture. Customer stated that insulin pump was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.